Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena, 1) no image with 180 and 150 series scope and 2) composite output is not working due to defective cp board, were reproduced. It was determined that the events occurred due to defective patient board set. Another cause of failure with ¿no image was displayed¿ was determined to be the effect before the countermeasures were performed, by redesigning the operational amplifier circuit on the printed circuit (dr) board, or due to a poor connection with the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center did not display an image when connected to a 150, 160, or 180 scope. The device was working as intended with a 170 or 190 scope. The issue was found during maintenance. There was no procedure or patient involvement.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.